Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer has been experiencing high blood glucose. The customer's blood glucose was 549mg/dl, changed out the insulin and treated with manual injection. Then is happened again, his blood glucose was 411mg/dl. Assisted with performing high pressure test and pump alarmed. The customer's mother was able to clear the no delivery alarm. They were advised the insulin pump is working as designed.